Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that monitor fell off the wall mount. The device was in clinical use at the time of the event. There was no adverse event or patient/user harm reported.